Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device shut off by itself when unplugged. When the device was plugged in, failure code 199 occurred. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.